Event description:
Olympus was informed that during the unspecific laparoscopic surgery the examination light had disappeared. The facility had found that the fuse in the clv-s40pro had been blown. The facility had completed the procedure with use of the similar but other system. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The referenced clv-s40pro was returned to the olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed the user's report. Also, terminals of the fuse and the inlet of the device were deteriorated for long-term use. It was thought to be the cause of the temperature increase of the fuse, and then blowout of the fuse. Alternatively, the overcurrent was attributed to temporary electrical power fluctuation and/or electric overload, and then it was thought to be the cause of blowout of the fuse. Omsc stated the appropriate handling of the clv-s40pro in the instruction manual when the clv-s40pro had abnormalities. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.